Event description:
A hospital in illinois reported that an iw910 mobile infant warmer has a discoloured harness connector. There was no patient involvement.

Manufacturer narrative:
Ps297383 the complaint iw910 mobile infant warmer was received at fisher & paykel healthcare in new zealand for evaluation. Our investigation was based on assessement of the device, on our previous investigations on similar complaints and our knowledge of the product. Method: the harness of iw910 mobile infant warmer visually inspected. Results: visual inspection of the harness showed slight discolouration of terminal plastic housing, damage to one of the plastic terminals. Furthermore the heating element spade terminal use to attached this connector shows corrosion on it's tab surface. Conclusion. Based on the visual inspection we are unable to conclusively determine what may have caused the reported event. However from the previous investigations on similar complaints revealed that the discoloration was most likely due to poor electrical contact caused by the degradation of the harness connectors. This degradation is likely a result of swivelling of the warmer head. Furthermore is most likely that the corrosion of the heating element spade terminal is due to loosening of the connector over time. It should be noted that the subject infant warmer unit was more than thirteen years old at the time of the reported event and a reasonable level of wear and tear is expected. The infant warmer controller continuously monitors the electrical power delivered to the heating element and when it is detected insufficient due to open circuit or a faulty harness connection, the infant warmer enters a fail-safe state (e17), ceases power to the heating element and then emits an audible and visual alarm. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). The infant warmer technical/service manual also contains a checklist which specifies that users perform safety, performance, and functional checks at least once a year.

Manufacturer narrative:
(B)(4). The complaint iw910 mobile infant warmer is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that an iw910 mobile infant warmer has a discoloured harness connector. There was no patient involvement.